Manufacturer narrative:
Unique identifier (UDI)#: (device identifier) ¿ (B)(4). Approximate age of device ¿ 2 years and 3 months. The replaced segment of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. Manufacturer's investigation conclusion: the report of report of a potentially compromised driveline can be confirmed based on the evaluation of the returned driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2018 on wo 40589. Approximately 18¿ of the external portion/distal end of the driveline was returned. The silastic sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed a kink and a breach in the insulation of the red approximately 2.5" from the controller connector, in the area of the terminus of the distal end bend relief. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the red wire were exposed. The insulation breach of the red wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The insulation breach of the red wire would have resulted in a pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The heartmate ii lvas patient handbook, document #106022, rev. F, was available at the time of implant. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the patient¿s clinic visit, device interrogation revealed two pump stoppages events on (B)(6) 2017 and (B)(6) 2017, while the patient¿s vad was attached to the power module. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file and observed three pump stoppages with two occurring on (B)(6) 2017 and one occurring on (B)(6) 2017. Along with the pump stoppages there were the accompanying low flow hazards and low speed hazards. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). These issues only appeared to have occurred while the vad was connected to the power module. The customer submitted x-rays and stated there were two potential areas of concern. One near the driveline connector, and the other near/at the driveline exit site. The exit site location appeared to be the most likely culprit, but the outer covering of the driveline was damaged right at the strain relief. The patient was sent home with an ungrounded patient cable. The manufacturer¿s technical services reviewed the x-rays and agreed that the two areas that the customer identified as being a concern were possible suspected points due to braided silver plated copper shielding showing signs of degradation. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. Post repair, the patient¿s system was connected to a normal patient cable without incident. No additional information was provided.